Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient experienced a complication from the mesh sling of transobturator vessel bleeding, requiring coil embolization and reoperation to evacuate retroperitoneal clot.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was placed into the patient¿s body. It was also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to leakage when jumping/laughing and sui. It was reported that following insertion the patient experienced severe vaginal pain, bleeding, bowel problems, difficulty voiding, autoimmune issues, and foreign body reaction issues. It was reported that patient underwent partial retention and vaginal release on (B)(6) 2010 and mesh removal on (B)(6) 2013.